Manufacturer narrative:
A ge service rep performed an onsite investigation. The u26 chip on the ffb was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an 'x-ray disabled' error message and then shut off without command. There is no report of pt injury.